Manufacturer narrative:
Sorin has not yet received the explanted valve. Method - the device history record review, histological analysis will be performed. Results - no definitive results at this time. Conclusion - no conclusion can be drawn at this time as the device was not still returned to the manufacturer.

Event description:
The manufacturer was notified on (B)(6) 2014 that of a mitroflow valve 9lxa size 23) was explanted after 2.5 years due a reported stenosis and heavy calcification. The patient underwent an elective valve replacement procedure on (B)(6) 2014 and was sent home on (B)(6) 2014 in good condition.